Event description:
It was reported that the patients ipg would no longer charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed and the battery that was in hibernation state was fully charged in one cycle. A review of the patients data found that the battery depletion rate was within the expected range and electrical test revealed no anomalies. With all the available information, boston scientific concludes that the complaint of battery not holding a charge was not confirmed.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively.